Event description:
The patient was implanted with a left ventricular assist device (lvad). The study coordinator reported that during a routine clinic visit, the patient's primary system controller was exchanged in order to check the belt clip. The patient's backup system controller was connected to the pump; however, the pump would not start. The patient was switched back to the primary system controller with no further issues. No injury to the patient occurred.

Manufacturer narrative:
The patient remains on lvad support with the primary system controller with no further issues. The manufacturer is attempting to acquire the suspect device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.